Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 496 mg/dl. Customer reported to have woken up sick and throwing up and went back to sleep after medicating. Customer woke up sick again and went to the emergency room. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip, fluids and medications for pain and nausea. Customer was wearing insulin pump at the time of hospitalization. Healthcare professional stated that customer was not getting enough insulin. Settings were changed and customer felt better.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.